Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the screen of the insulin pump had scratches making it difficult to read the screen. Customer does not recall how the damage occurred. Advised customer to revert to a back up plan and the device will be replaced.